Event description:
The customer reported that the system intermittently displayed a cine disk unavailable error. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted the cine drive, tightened the connectors and checked that the dosage was within specification. The system was tested and found to be working as intended and put back in service.